Manufacturer narrative:
This supplemental report is being submitted to provide the serial number, manufacturer date, expiration date and investigation result. The device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the disposable, and thus, a root cause cannot be determined. No corrective actions nor impact assessment are required at this time.

Event description:
The patient underwent an unspecified procedure, in which the vascade device was used to achieve hemostasis. There were known product defects or patient complications reported with the initial procedure. Thirteen days post operatively the patient presented to the user facility with swelling in the thigh where vascade was used. An ultrasound scan revealed no evidence of collagen, only a blood clot. The treating physician suspects that collagen entering the blood vessels resulted in blood clots. The patient was admitted and administered anticoagulant therapy.

Manufacturer narrative:
The vascade mvp will not be returned to haemonetics for evaluation. It is unknown whether the device contributed to the reported event. A potential contribution from vascular access-related or procedural factors cannot be excluded. Possible contributing factors include vascular access-related endothelial injury, sheath interaction, or patient-specific thrombotic risk factors; however, no definitive cause was identified. Additionally, an invalid lot number was provided. As a result, the device's manufacturing records cannot be reviewed. The cause of the reported device cannot be determined. The vascade mvp® venous vascular closure system (vvcs) instruction for use model 800-612c 6-12f (venous) states that venous thrombus is a complication that may occur and may be related to the procedure or the vascular closure.